Event description:
As reported, the prime switch does not function on the thermogard console (sn (B)(6)). It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The customer reported a complaint that the prime switch of the thermogard console (sn (B)(6)) does not function was not confirmed during functional testing. The reported issue was not replicated during testing, and the thermogard console worked as intended. Upon review of the event log, no irregularities were found. The thermogard console passed functional testing with no issues. The prime switch is working as intended. The customer's reported complaint was not reproduced. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits.